Event description:
It was reported that the customer had trouble with uploading his pump to carelink pro at his health care professional's office. Customer changed out the battery but the pump would not be found by the system. Customer was assisted in checking the alarm history and no alarms were found that would cause it to not upload. Pump passed self test. Another pump was uploaded without any issues. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unable to upload to carelink due to a47 alarm in the history file. A47 alarm in the history due to corrupted history file. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip.